Event description:
It was reported that high lead impedance was noted by the physician. Output: limited, lead impedance: high, dcdc: 7. The device history report was reviewed and no unresolved non conformances were found. Attempts to contact the physician have been unsuccessful to date.

Event description:
It was reported that the patient had a full revision on (B)(6) 2013 where the vns lead and generator were replaced. Before the surgeon replaced the vns lead, he reseated the pin and ran a diagnostic which resulted in high impedance. The vns generator and lead were returned to the manufacturer on (B)(6) 2013 for product analysis. New information was received indicating that the high impedance was noted on (B)(6) 2013. The office visit prior to it was in (B)(6) 2012 indicating that all diagnostics were within normal limits. The patient¿s caregiver reported no trauma or manipulation. A return product form was received which indicated that the vns lead was replaced due to lead discontinuity and the vns generator was replaced due to prophylactic reasons.

Event description:
An implant card was received stating that the vns generator and lead were replaced on (B)(6) 2013. The vns generator was replaced prophylactically, and the vns lead was replaced due to plead discontinuity. Lead impedance of the new implanted vns was ok. Product analysis was performed on the returned products. Analysis concluded proper functionality of the vns generator and that no abnormal performance or any other type of adverse condition was found. Product analysis identified portion the end of quadfilar coil 1 which appeared to be broken approximately 3mm and quadfilar coil 2 at approximately 4mm from the electrode bifurcation. Corrosion was identified in coil 1 and 2.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Initial report inadvertently listed wrong event date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.